Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and a parent contacted support stating the patient had been off the insulin pump for two days because it was not working. Upon further discussion, it was clarified that the device was not delivering insulin and had been turned off due to alarms. The patient reported receiving an insulin occlusion alert. The agent advised that an occlusion could be troubleshot and insulin delivery could potentially be resumed; however, due to reported blood glucose levels of 600, consultation with a healthcare provider was recommended prior to reconnecting the device. The patient had been managing glucose levels with multiple daily injections while off the pump, and the duration of time the blood glucose was out of range was unknown. The patient reported feeling fine and did not require outside assistance or medical intervention. The following day, follow-up contact confirmed that the device had been reconnected and blood glucose levels were trending back into range, with plans to seek additional assistance if needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.